Event description:
It is reported that the pt was revised due to subluxation. During the revision surgery, a large hematoma was encountered. The previous trochanter fragment was loose and a cable was found to be broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.